Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were doing the resection of the rectum in a laparoscopic low colorectal cancer resection, they were able to fire the one third of the reload and the two thirds could not be fired and it did not move back. They noted that they were able to press the green button, but unable to squeeze the handle. They also noticed that the staple line was incomplete and there are poor staple formation . They manually sutured it to resolve the incomplete staple line that causes to extend the operation time. They also replaced the reload to complete the case. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the reload noted that it was partially fired. Staple pushers were visible at the 3cm cut line indicating the point where the handle compression had stopped. Functional testing of the loading unit found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed partial firing was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were doing the resection of the rectum in a laparoscopic low colorectal cancer resection, they were able to fire the one third of the reload and the two thirds could not be fired and it did not move back. They noted that they were able to press the green button, but unable to squeeze the handle. They also noticed that the staple line was incomplete and there are poor staple formation. They manually sutured it to resolve the incomplete staple line that causes to extend the operation time for about 30 minutes. They also replaced the reload to complete the case. No patient injury.